Event description:
Customer reported a malfunction on the pump, specifically noting that a malfunction code was displayed. Customer¿s blood glucose (bg) level was 379 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred. No further action was needed as the customer understood the guidance provided.